Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
The device has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Event description:
Boston scientific received information that during a device explant for normal battery depletion, noise with greater than two seconds of pacing inhibition was noted on the right ventricular (rv) lead. The cause of the noise was unknown. The physician also stated that the atrial channel exhibited pauses in pacing. Boston scientific technical services confirmed the timing pattern and why there was no atrial pacing. The rv lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.